Event description:
Procedure type: robotic laparoscopic hysterectomy. According to the reporter: this study was a review of the electronic medical records of 202 patients who underwent scheduled robotic-assisted total laparoscopic hysterectomy for benign indications, without concomitant urogynecologic procedures, between 01/2008 and 11/2010 at the henry ford health system academic medical center. All surgeries were performed by a cadre of 6 gynecologic surgeons and 12 american association of gynecologic laparoscopists (aagl) minimally invasive surgery fellows. Vaginal cuff closures were made with v-loc barbed sutures in 69 (34.2%) of the women patients and with vicryl figure-of-8 sutures in 133 (65.8%) of the women patients. Article patients' demographics: median age 45 (range 29-87); median bmi 30.7 (range: 14.8 to 56.9). One patient experienced a vaginal bleeding that required figure-of-8 suture in the emergency room.

Manufacturer narrative:
(B)(4). Article information: nawfal, a., eisenstein, d., theoharis, e., dahlman, m., & wegienka, g. (2012). Vaginal cuff closure during robotic-assisted total laparoscopic hysterectomy: comparing vicryl to barbed sutures. Jsls, journal of the society of laparoendoscopic surgeons, 525-529.